Event description:
It has been reported to philips that the screen of the angiograph has problems becoming completely black. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary procedure when the issue was happened. The procedure completed as planned by restarting the system. The philips remote service engineer (rse) called to customer and confirmed the screen of the angiograph has problems becoming completely black occasionally. The philips field service engineer (fse) visited onsite and analyzed system log file, showed no errors. Later fse replaced the transmitter and the receiver of the left-side monitor and verified correct video card connection. After replacement of the transmitter and the receiver, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.